Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirments. Co was able to review the lot history of the subject product and it was found to be acceptable per release criteria.

Event description:
Dr reported that a pt complained of pain and numbness around implant one week after placement. Dr place pt on antibiotics. Pt requested dr to remove implant. Pt is reportedly fine.